Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cables and performed a filament calibration. System operates as intended. (B) (4)

Event description:
Customer reported the system will not make exposures. No pt injury was reported.